Event description:
During preparation, it was reported the balloon could not be deflated. The device was not used in the pt.

Manufacturer narrative:
The device involved in this event has not been returned for eval.